Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: response from the affiliate: was the patient insufflated? Yes. Was it the primary port? Yes. What position was the patient in? Horizontal dorsal decubitus. Was the insertion visual from another port if this was not the primary port? Na. Upon removal of the obturator what position was the shield? Perpendicular. Does the surgeon use counter traction of the patient¿s abdomen during trocar insertion? Yes.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional surgical intervention when to use: convert to open. Following information was requested but unavailable: how was the small intestine and abdominal aorta repaired? What angle was the trocar placed upon insertion?

Event description:
It was reported that during an unknown procedure, the "trochanter" with blade did not return the blade after drilling. There was damage to the patient: injury of the small intestine and of the abdominal aorta. The surgeon had to convert the surgery to open.

Manufacturer narrative:
(B)(4). Batch # n91z7k. The analysis results of the d11lt found that it was received with the reset button in armed position thus, no testing could be performed to evaluate the incident reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.